Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed, over infusing by 10 ml. Any patient involvement, injury or medical intervention is unknown. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The device was found out of specifications for reasons unrelated to the reported condition. The reported condition was verified. The device was found in specification in relation to the reported over infusion by 10ml which was not reproduced. The device underwent flow testing resulting in passing results. No corrective action was necessary. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.